Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a kink at the midshaft located 26cm from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While a 2.50x28mm promus element plus drug eluting stent was being removed from its packaging during preparation for the procedure, the stent was damaged. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While a 2.50x28mm promus element plus drug eluting stent was being removed from its packaging during preparation for the procedure, the stent was damaged. No patient complications were reported and the patient's status was fine.